Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman d/l catheter extension leg segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the extension leg segment. The remaining segments of the device were not returned. The edges of the complete circumferential break on the distal end of the extension leg segment were noted to be jagged. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using hickman dual-lumen catheter. On (B)(6) 2025, sometimes post a chronic catheter placement, line was very lightly pulled and cvl had disconnected and come apart, below bifurcation, on white lumen where smaller part of catheter meets the thicker part of catheter. Further, the patient's father, was able to clamp cvl above the break and avoid bleeding. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using hickman dual-lumen catheter. On (B)(6) 2025, sometimes post a chronic catheter placement, line was very lightly pulled and cvl had disconnected and come apart, below bifurcation, on white lumen where smaller part of catheter meets the thicker part of catheter. Further, the patient's father, was able to clamp cvl above the break and avoid bleeding. There was no reported patient injury.